Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset and continue using current pump while using multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.